Event description:
Y-site inflation/deflation cracked and leaked under pressure (7 atm) during inflation. This made deflation of balloon and blader retraction difficult. In order to remove device from coronary, physician cannulated hub with vessel introducer and with much difficulty removed partially deflated balloon and withdrew without vessel trauma.